Event description:
Device malfunction: none. Symptoms/ae: groin infection. Time of symptoms/ae: post vessel closure. It was reported that a physician achieved arteriotomy closure with a perclose a-t device after an interventional procedure. There were no reported device or procedural issues. Three weeks post procedure, the pt was admitted to the hospital with an infection at the groin arteriotomy site. Info regarding post discharge arteriotomy care was not provided. The pt underwent surgical groin exploration. It was thought, though not confirmed, that ligation of the femoral artery and removal of the infected area was performed. The pt did not experience any adverse sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.